Event description:
Force bipolar used on a robotic case. Staff reported that robotic instrument had a damaged tip; 9/12 lives remaining. Instrument UDI number (B)(4) is listed under manufacturer's grip cable failure compliant. (B)(4).